Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states that the forks are slightly bent to the right when sitting in the chair.